Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer¿s blood glucose level was 324 mg/dl which was treated with manual injection and insulin pump. The customer experienced the nausea and dyspnea. The high pressure ted was performed and found tubing clamp. The drive support cap was normal. No harm requiring medical intervention was reported. The devices will not be returned for analysis.